Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02595. It was reported that stent dislodgement occurred. It was reported that an email was sent within the va hospital system indicating that there had been several incidents of synergy stents coming off of the balloon. There were no specific event details provided.